Manufacturer narrative:
H3. Investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
Report 5 of 5: it was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive of one patient sample. No impact reported. The following information was provided by the initial reporter: "customer received 5 molecular fp for c. Tropicalis. What result did the customer obtain from the bd product? C. Tropicalis and: 1: strep spec, 2: staph spec, 3: staph spec, 4: staph spec, 5: staph lordosis. Biofire panel type (bcid1 or 2): bcid2. Biofire catalog: unknown. Biofire lot number: 2ujs23. Was biofire result dual positive? Yes."

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 5 of 5. It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive of one patient sample. No impact reported. The following information was provided by the initial reporter: "customer received 5 molecular fp for c. Tropicalis. What result did the customer obtain from the bd product? C. Tropicalis and: strep spec; staph spec; staph spec; staph spec; staph lordosis. Biofire panel type (bcid1 or 2): bcid2. Biofire catalog: unknown. Biofire lot number: 2ujs23. Was biofire result dual positive? Yes."